Manufacturer narrative:
Correction to blocks d4, h6 and h11. Block b3: exact date unknown, event occurred in january 2024. Additional suspect medical device components involved in the event: model number/catalog number: sc-1160. Serial number: (B)(6). Batch/lot number: 345601. Model/catalog description: spectra wavewriter ipg kit unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-1160. Serial number: (B)(6). Batch/lot number: 361831. Model/catalog description: spectra wavewriter ipg kit. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-8336-50. Serial number: (B)(6). Batch/lot number: 16258149. Model/catalog description: coveredge 32 surgical lead kit 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to inadequate stimulation from the implantable pulse generator (ipg) and the leads, which was associated with pain in the patients upper back. Additionally, the ipg was replaced because of charging difficulties and the patients preference for magnetic resonance imaging (MRI) compatibility. The patient underwent a revision procedure wherein their ipg and leads were explanted and replaced. The devices were retained by the hospital and will not be returned for analysis. Post operatively the patient got great coverage and is happy with the stimulation received. Electrocautery was used.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to inadequate stimulation from the implantable pulse generator (ipg) and the leads, which was associated with pain in the patients upper back. Additionally, the ipg was replaced because of charging difficulties and the patient's preference for magnetic resonance imaging (MRI) compatibility. The patient underwent a revision procedure wherein their ipg and leads were explanted and replaced. The devices were retained by the hospital and will not be returned for analysis. Post operatively the patient got great coverage and is happy with the stimulation received. Electrocautery was used.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(6); product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(6); product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 16258149.